Manufacturer narrative:
A patient experienced an infection on the right side of the system was reported to abbott. The entire right side of the system was explanted to address the issue. The patient was administered oral antibiotics to address the issue. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
Related manufacturer reference number: 1627487-2023-04720. Related manufacturer reference number: 1627487-2023-04722. It was reported that patient experienced an infection on the right side of the system. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the entire right side of the system was explanted to address the issue. The patient was administered oral antibiotics to address the issue.

Manufacturer narrative:
Date of event is estimated.